Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af) and the right atrial (ra) lead exhibited suspected undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.